Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while the physician was maneuvering to implant the right ventricular lead, the helix of the lead could not be retracted and was eventually found to be damaged. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead was returned in one piece as received. Visual and x-ray examination of the helix mechanism revealed that the helix was stretched and bent, consistent with procedural damage. Blood/tissue was observed in the helix. The cause of the reported events was attributed to the helix being stretched and bent, consistent with procedural damage.